Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the meter was unable to connect to the insulin pump. The insulin pump alarmed for low battery. The blood glucose reading at the time of the alarm was 128 mg/dl. The customer also reported a low blood glucose of 39 mg/dl and treated with glucose tablets and food. The customer declined troubleshooting for low blood glucose.